Event description:
It was reported that the cot raised up on it's own while in the vehicle with a patient on the cot. The patient was reported to be "pinned up" to the ceiling as a result but not injured. This was a result of the customer not having the ambulance cot in-fastener shut off installed in the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.